Event description:
It was reported that when the patient presented in clinic for a routine follow up, auto mode switch episodes due to atrial noise was observed. The device was reprogrammed. The patient will continue to be monitored.